Manufacturer narrative:
This is an initial report. A final report will be filed at the conclusion of an investigation.

Event description:
The customer states that a female patient undergoing ivf therapy generated an initial architect bhcg assay result of 14,588miu/ml in 2007. The result was questioned by the patient's physician and the sample was retested and generated a final result of 35,549 miu/ml. The latest result on this patient is 77,000 miu/ml tested about 5 days later. Aside from some apprehension at a possible miscarriage, there is no impact to patient management reported.